Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was not reported. The patient was hospitalized on the same date as event onset. Treatment was not reported. It was reported that the patient was scheduled to be discharged in the same month as event onset. Upon follow up, it was reported that the patient was rehospitalized in the beginning of the month following onset of the event. At the time of this report, hospitalization was ongoing and the patient outcome was unknown. Extraneal and physioneal therapies were ongoing. No additional information is available.